Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with cgm readings up to 400 mg/dl earlier and 263 mg/dl at the time of contact, after a recent infusion site change and meal announcement. Symptoms included no reported signs of acute hyperglycemia. Outcomes included no emergency care or hospitalization. Investigation included troubleshooting and education with follow-up planned. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed and no component defect identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.